Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that on (B)(6) 2013 the patient underwent following procedures: left-sided approach. L5-s1 discectomy. L5-s1 posterior lumbar interbody fusion with two 10 mm peek cages. Removal of intraforaminal osteophyte, left side. Bilateral facet fixation with 2 cm facet screws. Neurophysiologic intraoperative monitoring was carried out by means of real-time and continuous high-quality bidirectional remote audio and visual communication to treat bony foraminal stenosis, left l5-s1. Op note: a laminectomy was performed at l5-s1 bilaterally and an interspace spreader was added. The disc space was markedly degenerated at l5-s1. It was cleaned out with a series of straight curets and rongeurs and dilated up until it could tolerate 10 mm cages. Two separate 10 mm cages were placed. These were moved from left to right. They contained spinal autograft, allograft and bmp. 2 cm titanium facet screws, different type were placed. None of the facet screws had any stimulation. The facet regions were decorticated with the bone being harvested with a bone trap. The area was then washed out with 2 l of pulse antibiotic irrigation solution. The remaining large dose bmp was placed over the facet complex. This was supplied with autograft, bone dust and allograft. Seal was placed over the annular opening on the left. A deep drain was placed after the wound was flooded with gentamicin and tepid duramorph. No other information was provided. Patient alleges unspecified injury due to the use of rhbmp-2